Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not responding to touch properly. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the touchscreen is not responding to touch properly. The customer attempted to perform calibration will not work. Went to touchscreen diagnostic menu, found dead spot with touchscreen. The rse suggested to replace the touchscreen. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.